Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was taken to the hospital in (B)(6) 2011. It was stated that the paramedics were called and by the time they arrived she had recovered. It was stated that the customer still was required to go into the hospital, but it was not determined the cause of low blood glucose. No further information was provided.